Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer blood glucose level was 44 mg/dl at the time of incident and the current blood glucose of the patient was 74 mg/dl after taking glucose tablets. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food and two glucose tablets. The device will not be returned device for analysis.